Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having non-curonix devices implanted has been ruled out asa potential cause. Additionally, implanting the device off-label has been ruled out. However, severe force was applied to the implant as the patient experienced a fall. It is unknown when the fall occurred. Additional potential causes for new pain include: programming parameters, migration, and the patient having contraindicating conditions. The stimulator is used to treat pain. The cause of the new pain is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported new pain in their arm since the device was implanted both when wearing the device as well as when it was not in use. Several attempts were made to contact the patient for additional information without success. No further information is available at this time.